Event description:
(B)(6) hospital contacted us on january 13, 2025, to report an incident involving the biwaze clear device, serial number: (B)(6). The device was connected to a patient via a breathing circuit on (B)(6) 2025. During use, the respiratory therapist noticed smoke coming from the side panel of the device's control unit, where the cooling fans and heat vents are located, and heard scraping and clunking sounds coming from the control unit. It was immediately removed from use and sent to the hospital's biomed department. There was no harm to the patient or user, and no medical intervention was required. Additionally, the device displayed a stepper motor error and it is designed to automatically stop the therapy.

Manufacturer narrative:
The biwaze clear device was returned to abmrc on january 21, 2025, for evaluation. A thorough visual inspection revealed no external damage or issues with the power receptacle, and the battery was in good condition. Upon powering on the device, the reported issue was successfully reproduced. While no visible damage was identified on the main printed circuit board assembly (pcba), further analysis of the main controller pcba (mcb) suggested a potential solder pad disconnection. This may have contributed to damage to the motor. This appears to be an isolated incident and does not require further action.

Event description:
(B)(6) hospital contacted us on january 13, 2025, to report an incident involving the biwaze clear device, serial number (B)(6). The device was connected to a patient via a breathing circuit on (B)(6) 2025. During use, the respiratory therapist noticed smoke coming from the side panel of the device's control unit, where the cooling fans and heat vents are located, and heard scraping and clunking sounds coming from the control unit. It was immediately removed from use and sent to the hospital's biomed department. There was no harm to the patient or user, and no medical intervention was required. Additionally, the device displayed a stepper motor error and it is designed to automatically stop the therapy.

Manufacturer narrative:
The biwaze clear device was returned to abmrc on january 21, 2025, for evaluation. A thorough visual inspection revealed no external damage or issues with the power receptacle, and the battery was in good condition. Upon powering on the device, the reported issue was successfully reproduced. While no visible damage was identified on the main printed circuit board assembly (pcba), further analysis of the main controller pcba (mcb) suggested a potential solder pad disconnection. This may have contributed to damage to the motor. This appears to be an isolated incident and does not require further action.